Event description:
It was reported by the rep that when the device was used during a laparoscopic appendectomy procedure, it did not fire. Another device was used to complete the case. There were no further known concequences to the patient. The device is not being returned.